Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: none, serial: none, batch: 45378.

Event description:
Additional information indicated that lead and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01992. It was reported that the patient experienced ineffective therapy, the patient stopped charging the device as recommended, and the ipg became inoperable. As a result, surgery may occur to address the issue.